Manufacturer narrative:
Evaluation: (limited information available). No results available (no product or cine images returned for evaluation). Evaluation conclusion: unable to confirm complaint (no product or cine images returned for evaluation). Device not returned - no evaluation will be performed. (B)(4).

Event description:
It was reported that a physician implanted an endeavor resolute drug eluting stent to treat a lesion in a patient. It was reported that a longitudinal compression event occurred after the stent was post dilated. Patient injury occurred and another stent was implanted to treat the longitudinal compression. No other clinical sequelae were reported for this event. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).